Event description:
Additional information was provided by the customer: the procedure was completed using a similar device with no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, d10, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, a failed leak test from the cable and a pin hole in the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image (very poor image quality) was due to a bad charged coupled device and the failed leak test was due to a tiny pin hole in the cable, both malfunctions with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a very poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.